Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The patient called regarding the supply bag lines blocked message and during the call the patient stated the previous night one of the cassettes was defective as it was leaking from the patient line near the cycler. It was further reported that the cycler got wet on the outside. The cause of the leak was unknown. The technical support representative advised the patient to discontinue use of their cycler and to notify their peritoneal dialysis registered nurse of the event. The patient did not develop any symptoms or require medical intervention following the leak. The patient used manual supplies to complete their treatment while waiting for their replacement cycler. Upon receiving the replacement, the patient was able to continue with peritoneal dialysis therapy without complications. The cassette used at the time of the incident was discarded. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.